Event description:
Boston scientific received information that at a routine device check, the right ventricular (rv) lead exhibited high out of range pacing impedance measurements with loss of capture in both bi-polar and uni-polar configurations; a lead fracture was suspected. It was noted the patient is not pacemaker dependent. A revision procedure will be scheduled. No adverse patient effects were reported.

Event description:
Additional information was received that review of the daily measurements revealed that the rv lead impedance measurements have been out of range for the last six months. A revision procedure was performed where the lead was surgically abandoned and a new rv lead was successfully implanted. During the revision procedure, the field representative attempted to test the chronic rv lead with a pacing system analyzer (psa), but was unsuccessful at receiving an impedance measurement. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.